Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that a ¿head error¿ occurred on the rotaflow drive during priming. No patient involvement. No harm to any person reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" occurred during priming. The affected rotaflow drive will be send to the repair center under RMA# 6932002376. Drive has been sent back to rastatt under RMA#42244. 2020-10-09: the concerned drive was received by maquet. 2020-10-21: the failure head error could not be confirmed after testing in the service department. No flow displayed - drive send to emtec 2020-11-11: drive send to emtec. 2020-12-14 drive back from emtec - head error not confirmed. According to the service report RMA 2020-10370 from emtec the reported head error could not be reproduced. Flow display no display detected and confirmed. The flow sensor has been replaced. Rotaflow drive passed all tets. The most probable root cause could be determined according to emtec as aging. The following most possible cause could be determined for the head error: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 3. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. 4. Connection issues between the rota flow console the reported failure "head error" occurred during priming and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.